Event description:
A talent captiva thoracic stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm in diameter thoracic aortic aneurysm. The vessel morphology was reported as the thoracic aortic neck was straight forward. Prior to stent graft placement there was a carotid to subclavian bypass. The stent graft was implanted at the left common carotid artery. It was reported that the stent graft was placed, however upon deployment of the bare springs there was an issue. The physician unlocked the blue button for release of the bare springs, however the capture spindle did not pull back or release. The physician tried to reposition the delivery catheter in an attempt to free the capture spindle, however to no avail. A reliant balloon was inserted and expanded in an attempt to release the bare springs; however this was to no avail. The back end of the delivery catheter was disassembled. The physician was then able to manipulate the spindle hypo tube as well as the nosecone hypo tube and was still unable to separate the two for release of the bare springs. The physician turned the hypo tube clockwise and that released the bare springs and the stent graft was deployed correctly. The delivery catheter then was removed from the patient in the standard fashion. No clinical sequelae were reported and the patient is fine. An internal review of the films at implant show a relatively normal thoracic anatomy and aortic arch; there was no acute angulations seen. After complete deployment of the stent graft the bare spring is seen still retained within the spindle. Ballooning is performed within the retained spring area in an attempt to free the bar spring and eventually all the bare spring apices are released. The stent graft appears normal following deployment, although there were no final contrast angiogram images provided.

Manufacturer narrative:
(B)(4). Results, conclusions: (pending device analysis).